Event description:
It was reported to ge that the patient had their hands on the head end of the table. The tabletop was moved toward the foot end and the patient's fingers were pinched between the moving table top and the pedestal.